Event description:
It was reported that this device failed appropriate sensing of atrial output. High impedance in the atrial output was also observed. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported anomaly was confirmed in the laboratory. A review of the device history showed high lead impedance in the atrial and ventricular channels. During bench testing, noise and intermittent atrial pacing lead impedance were noted on the atrial channel. Xray analysis of the ICD detected a damaged wire of the atrial ring. This damage would account for the reported field event.